Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter hub was broken and leaked fluid after connecting it to the extension tubing. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about a damaged hub resulting in leakage. The customer reported as follows: after venipuncture, the hcp connected the catheter hub to an ext. Tubing and then saw the fluid leakage. When checking the connection, the hcp found the catheter hub was damaged."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g x 1.00in. Insyte autoguard unit from lot number 1278553. Additionally, three photos were received for investigation. A gross visual inspection of the returned unit found that the luer threads were deformed. This type of damage is known to cause leakage. The defect of ¿adapter/connecter defective/damaged¿ and ¿leakage¿ were confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to misalignment of the adapter relative to the equipment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter hub was broken and leaked fluid after connecting it to the extension tubing. The following information was provided by the initial reporter, translated from japanese: "this is a report about a damaged hub resulting in leakage. The customer reported as follows: after venipuncture, the hcp connected the catheter hub to an ext. Tubing and then saw the fluid leakage. When checking the connection, the hcp found the the catheter hub was damaged."